Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: one suture break at swage point two sutures break at middle of thread surgery time was delayed and the doctor used vicryl plus then for sheath closure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: no other suture break except 2 in one patient and 1 in one patient. Investigation summary: the product was returned to ethicon for evaluation. Five representative unopened samples and one empty opened box were received for analysis. Product code sxpp1a444. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported 3 devices are involved in this event. Please advise, did pull off suture needle and suture breakage occur for all 3 devices? Additional information was requested, the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? It was captured on file that 3 devices demonstrated an alleged deficiency. Please clarify the alleged deficiency demonstrated on each device. Dr (B)(6) who is add professor skims called me and told me about the incident since all the three foils were used on 2 patients but suture was broken at on suture break at swage point. Two sutures break at middle of thread. Surgery time was delayed and the doctor used vicryl plus then for sheath closure. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10 minutes, action taken when event occurred? Doctor called me after event has happened, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient is fine, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal closure on an unknown date and barbed suture was used. It was reported that the suture was used for ab wall rectus sheath closure. The doctor has reported an issue intraoperatively while he was using first foil, he experienced thread open at swage point. Then he opened another foil and used that after three bites suture got fragments. Then doctor closed the rectus sheath with another suture. While he was having curiosity in his first case, he again thought to use in another patient and exactly same thing happened as mentioned above. There were no patient consequences reported. Additional information was requested.